Event description:
It was reported there was a 2:1 block in vdd mode in a pediatric patient, resulting in pulmonary effusion when the pacemaker detected atrial tachycardia. The pacemaker returned to 140 bpm right after interrrogation. The patient turned around when upper rate was programmed to 180 bpm. The device remains in use.